Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, was unable to unlock and error message displayed "device not detected on bus¿. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was unable to unlock. A field service engineer (fse) inspected the refrigerator and found no communication with pyxis. So, the fse performed fridge power cycle followed by pyxis restart resolving issue and tested the fridge operation in hardware test application (hta) diagnosis. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator was unable to unlock and error message displayed "device not detected on bus¿. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.